Manufacturer narrative:
The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Please note that the following sections were inadvertently missed on the initial MFR report and are being included on this follow-up #01 MFR report:3005168196-2020-02299. 1. Section d. Box 10. Device available for evaluation? 2. Section h. Box 3. Device returned to manufacturer? 3. Section h. Box 6. Method codes. 4. Section h. Box 6. Results codes. 5. Section h. Box 6. Conclusions codes.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 12 (cat12), a non-penumbra sheath and a guidewire. During the procedure, the physician placed the sheath into the right internal jugular (ij) vein and accessed transjugular intrahepatic portosystemic shunt (tips). Afterwards, the physician advanced the cat12 over the guidewire into the portal vein and then the guidewire was removed. Then, the physician attempted to advance the tip of the cat12 into the clot; however, the physician was unable to engage the clot with the cat12. Therefore, the cat12 was removed. The procedure was completed using a new cat12 and the same sheath. There was no report of an adverse effect to the patient.